Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The event date is an approximation. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient believes this incident is related to hypoglycemia. The event happened while she was asleep. She later woke up with injuries and did not remember falling, passing out, or anything that happened beforehand. She could not tell when the incident occurred. After waking, no immediate medical care was given, as she did not realize what had happened at first. She later went to the emergency room (ER) to be checked. At the hospital, she was evaluated for a fall and had a head CT scan performed. The incident was documented as a fall at home, with the exact timing and cause listed as unknown. The patient said she was wearing a dexcom cgm at the time but was new to the device and does not know whether any alerts went off overnight. She does not remember responding to any cgm alarms before the incident. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
H2: correction. H8 use of device: correction to remove on follow-up # 001.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The event date is an approximation. The wearable was inserted into the skin. On 06/02/2025, it was reported that the patient believes this incident is related to hypoglycemia. The event happened while she was asleep. She later woke up with injuries and did not remember falling, passing out, or anything that happened beforehand. She could not tell when the incident occurred. After waking, no immediate medical care was given, as she did not realize what had happened at first. She later went to the emergency room (ER) to be checked. At the hospital, she was evaluated for a fall and had a head CT scan performed. The incident was documented as a fall at home, with the exact timing and cause listed as unknown. The patient said she was wearing a dexcom cgm at the time but was new to the device and does not know whether any alerts went off overnight. She does not remember responding to any cgm alarms before the incident. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.